Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 290 mg/dl. The customer normally changes supplies and delivers boluses and stated that sometimes this improves bg levels and other times it does not. The customer was not using the pump at the time of the call and declined to perform a system check with tandem technical support (cts).